Event description:
Boston scientific crm received information that this right atrial lead had dislodged. The lead was not able to be repositioned due to tissue in the helix. As a result, the lead was explanted.